Event description:
The company was informed that the patient experienced a middle ear infection that caused electrode migration and perforated the ear drum to the ear canal. The surgeon reportedly performed a mastoidectomy and mastoidplastia, cleaned the middle ear infection and reinserted the migrated electrode array on (B)(6) 2012.